Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec-3490li. In the event reported, it was stated that customer reported broken inlet port. The customer stated inlet seal (metal piece came out) of biopsy channel. Additional information was provided by the user on (B)(6) 2021, stating the user does not need to send this unit in for repair and they will return the loaner in possession. The details of the event is unknown. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: customer reported broken inlet port. The customer stated inlet seal (metal piece came out) of biopsy channel. Additional information was provided by the user on 09-aug-2021, stating the user does not need to send this unit in for repair and they will return the loaner in possession. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the insertion flexible tube (ift) bump. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the suction channel buckled, the bending rubber discolored, the insertion flexible tube (ift) discolored, and the insertion flexible tube (ift) discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint.